Event description:
It was reported that atrial noise was observed on the device. Decreased right ventricular sensing values were also noted. The device was explanted and replaced.

Manufacturer narrative:
The reported field of atrial noise was confirmed in the laboratory via review of stored electrograms. The device was tested using automated test equipment and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
The reported field of atrial noise was confirmed in the laboratory via review of stored electrograms. The device was tested using aut...